Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented to the clinic for a scheduled follow-up, interrogation revealed episodes of low level, high frequency noise that was inhibiting pacing. There was a possibility of myopotential oversensing. Turning off the low frequency attenuation filter was recommended. The patient will be monitored with routine follow-up. No further information is available.